Event description:
Balloon burst at 8 atm pressure. No patient harm. Another product opened and procedure completed. Incident reported & returned. Manufacturer response for guidewire drug coated balloon catheter, (brand not provided) (per site reporter). Issued rga#.